Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent were x-rays taken to locate the needle piece(s)? No further information is available. Was the needle piece(s) retrieved during the same procedure? No further information is available. Does a piece of the needle remain in the patient¿s tissue? No further information is available. What tissue structure is it located? Size of the needle piece retained? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. No further information will be provided. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on unknown date and a suture was used. The needle was broken at the swage part. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.